Event description:
The hospital replaced the triad alcohol wipes because they were recalled due to sterility assurance issues. The new wipes used by the hospital leaves fibers on the top of vials which then can be drawn into IV solutions. They basically shed. If you have a vial with a little rough metal edge, the fibers would stick to the edges of the vial. You would be able to notice this right away. If you have a fairly smooth edge it is difficult to immediately see that there are fibers still on top until the alcohol is let to dry. We've had a few incidents where the fibers from the alcohol wipes have entered the IV products. These products had to be discarded or filtered.======================manufacturer response for alcohol preps, 2 ply - medium alcohol preps (per site reporter)======================replacing product.